Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a broken latch could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported that the latch on the pump broke. Biomed replaced the latch kit. There was no report of patient involvement.